Manufacturer narrative:
A sample product was not returned for analysis. Lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information is not available. (B)(4).

Event description:
A physician reported 36 incidences of implanted intraocular lenses (iol)s rotating less than 15 degrees off axis. There were no interventions. Additional information was requested but none provided.